Event description:
It was reported that while using a bd lsrfortessa¿ so leakage of waste without bleach was not contained within instrument. There was no report of patient impact. The following information was provided by the initial reporter: customer has noted that the sip is dripping when the arm is to the side and not tube is loaded. The dcm pump is clearly engaging properly. However, when trying to manually flush the line between sip and dcm line, which the customer has performed before, there is no fluid coming through the line. 1. Was the leak liquid or air? Liquid 2. Was the leak contained within the instrument? Not contained 3. What was the fluid that leaked? Biohazard 4. Was the spray of fluid under pressure? No 5. What is the source of leak - waste line or non-waste line? After waste line 6. Was biohazard fluid mixed with bleach? No.

Manufacturer narrative:
After further review MFR#2916837-2020-00319 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using a bd lsrfortessa¿ so leakage of waste without bleach was not contained within instrument. There was no report of patient impact. The following information was provided by the initial reporter: customer has noted that the sip is dripping when the arm is to the side and not tube is loaded. The dcm pump is clearly engaging properly. However, when trying to manually flush the line between sip and dcm line, which the customer has performed before, there is no fluid coming through the line. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. What was the fluid that leaked? Biohazard. Was the spray of fluid under pressure? No. What is the source of leak - waste line or non-waste line? After waste line. Was biohazard fluid mixed with bleach? No. If customer was exposed, how were they exposed? (Clothing, skin, mucous membrane, or non-intact skin) no.